Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient their symptom control had suddenly worsened about a month ago. The patient went from getting up 3x per night to 5x per night. The patient confirmed that they've made no programming changes but that they have had some falls. The patient was asking if the symptoms would improve if they turned stimulation up. The patient reported they had a bad fall on their left knee two weeks and two days ago. The patient noted they also had falls before that but nothing seemed to change after the falls. The patient had a replacement programmer so no other programs were currently available at the time of the call and that the health care physician (hcp)/manufacturer representative (rep) would need to add new programs using a clinician programmer. The patient was able to increase the amplitude. The patient was going to follow up with the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that nothing led to the sudden worsening of symptoms. It was also noted that they did not take any steps to resolve it. No further patient complications are anticipated or expected as a result of this event.